Event description:
It was reported that the onset of the volume discrepancies was on (B)(6) 2024. The patient's weight was asked, but unknown. The patient's age was provided. The catheter serial/lot number and implant date was not provided. The patient's pump serial number and implant date was provided. The second volume discrepancy included 4.4 mls expected and 9 ml aspirated. No logs on the pump when interrogated. The cause of the volume discrepancies was unable to be answered. Patient was reviewed a week later on (B)(6) 2024 and then 1 month after on (B)(6) 2024. Nil issues reported with the pump. The device remained implanted and due to be replaced next year.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that the patient came into the clinic on (B)(6) 2024. The patient had increased tone over the last year and increased expected volume occurred twice regarding the pump reservoir. The date(s) of event / onset was not specified. The patient experienced a return of symptoms approximately from the moment that these volume discrepancies were noticed for about a year now. It was indicated that the expected pump reservoir volume should having been 4 ml, whereas the aspirated volume was 7 ml regarding the 40 ml pump. It was being considered that this gives an accuracy ranging 8,3%, which is within the allowable error margin of 14.5% regarding the pump. The pump's elective replacement indicator (eri) was to occur in october of 25.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.